Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission: 01/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: a review of the black box showed data from the date of the complaint having been overwritten and no alarms related to the complaint were found. The rewind, load, and prime steps were performed successfully with no alarms. Force calibration testing passed. The pump was exercised for 24 hours with no occlusion alarms occurring. The pump was opened to find no intermittent conditions on the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.